Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch on an unknown date. The customer reported that the chemotherapy kept leaking at the vent connection. They changed the tubing and it still leaked. There was unknown patient involvement and unknown harm.

Event description:
The customer provided updated information on 03-nov-2023. The tubing used during the event was not saved. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. However, a photo was provided for evaluation by the reporter. The evaluation is not yet complete. Additional information can be found in b5 and d9.

Manufacturer narrative:
Received two (2) photos from the customer showing the packaging and the drip chamber. A pen was pointed towards the vent plug juncture as the area that had leakage. No leakage was observed in the photo provided. No samples were returned for investigation. The reported complaint of leakage on the (B)(6) primary plum set could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13547429 was reviewed and no non conformities were found that would have led to the reported complaint.